Manufacturer narrative:
(B)(4).

Event description:
New information received states high pacing threshold was noted on the right ventricular lead. The system was explanted and replaced. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was recommended to be extracted to address the lead fracture. No further information is available.

Manufacturer narrative:
A partial lead measuring 53.3cm was returned in two segments for analysis. External insulation abrasion was noted at 10.7-11.7cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.